Event description:
The customer reported to olympus, the high flow insufflation unit had an over pressure alar. The issue was found during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not confirm the "overpressure alarm" reported by user, and the repair case was cancelled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the nvestigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. No abnormalities were found during evaluation. Olympus will continue to monitor field performance for this device.